Event description:
The surgeon attempted to insert an aq2010v silicone three-piece lens, but the haptic broke. The cartridge was in the eye, but there was no pt contact with the lens. There was no pt injury.